Manufacturer narrative:
Section b5: the onset of the patient's chronic driveline infection is captured in manufacturer report number 2916596-2023-08272. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023. The patient had a chronic driveline infection and experienced abdominal pain, increased purulent drainage, fever, chills and rigors. Cultures identified staphylococcus aureus. The patient was treated with intravenous antibiotics and antifungals. The center was able to upgrade the patient to status 2 for infection and they received a donor. The patient underwent a heart transplantation on (B)(6) 2023. No device issues or alarms were reported at the time of transplant.